Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was present in the line of a large volume infusor. This was observed during priming of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 3, 2019 - july 5, 2019. The actual sample was received for evaluation. Visual inspection was performed which revealed a clear-white particle, measuring 1.68 mm in length 0.51 mm wide. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.